Event description:
The service engineer (se) reported that the touchscreen was misaligned. There was no patient involvement when the issue occurred. No patient or user harm reported. The se confirmed that there was a misalignment in reaction of touchscreen, even after calibration was performed. The se replaced touchscreen to resolve the issue. The device was returned to service.

Manufacturer narrative:
Reporting address state: & reporting institution phone & reporter phone #: (B)(6).